Manufacturer narrative:
This is 2 of the 2 reports. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated no anomalies noted to the device during preparation/prior to use and continuous flush was maintained. In the case of this complaint it is most likely that the main coil detached prematurely inside the patient due to excessive friction likely caused by handling issues, and procedural factors encountered during use. However, this cannot be confirmed. Therefore, based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported when the coil was advanced into the catheter, resistance was felt and the coil was prematurely detached. The coil was replaced, and the procedure was completed successfully. No clinical consequences reported to the patient.